Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon evaluation, the monitor was resetting. The cause of this service code was that components on the ca board were defective. The root cause of the defective components cannot be positively identified. There were no adverse events associated with the monitor malfunction.